Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the fiber identified the glass cap exhibited a distal circumferential fracture. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported forward firing complaint is not confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation

Event description:
It was reported that during a greenlight procedure for the treatment of benign prostatic hyperplasia, the aiming beam began firing forward. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a greenlight procedure for the treatment of benign prostatic hyperplasia, the aiming beam began firing forward. The procedure was completed using another fiber. There were no patient complications.